Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly involved in an accident. The recipient is presenting with open electrodes. Revision surgery is scheduled. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's issues are reportedly not device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed broken electrode wires between the electrode ground ring and fantail region. The photographic imaging inspection confirmed broken electrode wires between the electrode ground ring and fantail region. System lock was verified. Scanning electron microscopy (sem) analysis revealed tensile breaks of electrodes between the electrode ground ring and fantail region. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Scanning electron microscopy (sem) analysis revealed broken electrode wires between the electrode ground ring and fantail region, which are believed to have been induced by the trauma reported. It is believed that these breaks caused the open impedances measured at the clinic. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b, h.6. The recipient reportedly experienced a skull fracture after a fall on (B)(6) 2024. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.